Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a generated error and noted that the left green light-emitting diode (led) as well as the 2x blue led lights were on and that the incoming test could not be performed because the test stopped (failed) it was additionally noted that a plug in the lower case was replaced due to damage. All damaged or defective parts were replaced and all other identified issues were resolved. The device passed all tests with no visual/electrical anomalies and the device conformed to all specifications. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error code on its display. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Bench analysis found that the device powered up with an error. After the electrically erasable programmable read-only memory (eeprom) was replaced, the device powered up normally. The device was run on the automated test console, all tests passed. The log was reviewed. The reported error was documented in the log. This error is a communication error between the die stack and the microprocessor. The microprocessor times out waiting for a response from the die stack. Conclusion: the reported event was confirmed, the eeprom was corrupt.